Event description:
It was reported by the customer that when the on/off button was pressed, the lid came up but the device did not switch on. Also, the unit had no voice prompts. The reported problem occurred during an attempt to use the device on a pt (pt details were not reported). The customer indicated that the failure of the device to power on did not lead to a deterioration of the pt's condition nor did it affect the final outcome.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.